Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Visual inspection was performed. Multiple bends and compressed areas were noted on the distal tip of the catheter from 2.5 cm to 11.5 cm. 16.5 cm of the distal tip were slightly flattened. In addition, a kink was found on the shaft at 120.5 cm from the distal end. Microscopic inspection was performed. No fractures were found on the damaged areas. The issue reported regarding the impeded condition of the catheter is confirmed based on the damaged distal tip. The damages on the distal tip could have been the result of the attempts to introduce the catheter through the balloon catheter since, according to risk documentation, a catheter can become damaged during catheter insertion through hemostasis valve of guide sheath / balloon guide/guide catheter. It is possible that clinical and procedural factors, such as the severe calcification reported may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The kink on the shaft at 120.5cm was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. A review of manufacturing documentation associated with this lot (31484763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) contains the following precautions: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. ¿ exercise care in handling the catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: in the photos, a cereglide 71 catheter can be seen inside the dispenser hoop. Magnified observations were performed using a microscope. The distal end was in an oval shape and damaged. A kink was observed at approximately 115mm from the distal end. A damaged (flattening) condition was observed from approximately 135mm to 170mm from the distal end. A kink was observed at approximately 1230mm from the distal end. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31484763) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion on the right internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca), devices were used in accordance with their instructions for use (ifus). The approach was made from the right femoral region. When the sheath was punctured, the severe calcification made insertion difficult enough to cause the sheath to bend. After inserting the sheath, the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9648423) was inserted into the sheath, but resistance was felt in areas with strong calcification and tortuosity. When the emboguard bgc was pulled out, there was deformation observed at its tip. The emboguard bgc was replaced with an 8fr optimo¿ balloon catheter (tokai medical) and the approach was changed to puncture from the right femoral to the left femoral puncture and the optimo balloon catheter was advanced to the right common carotid artery (cca). One pass was made using a 132cm cereglide 71 catheter (nic71132c / 31484763) and a 6.5mm x 45mm embotrap iii revascularization device. Partial recanalization was achieved. After confirming the m1 segment occlusion, a second pass was attempted using the same system set up. The thrombus was found to be large in volume and hard. As a result, resistance was felt at the hub of the 8fr optimo balloon catheter making the cereglide insertion impossible. It was reported that a kink was suspected on the 8fr optimo balloon catheter; the guiding catheter was removed and replaced with a new optimo balloon catheter. After it was replaced, another attempt was made to insert the cereglide, but it could not pass through the hub of the replacement optimo balloon catheter. The cereglide was replaced with a 6fr esperance¿ aspiration catheter (wallaby medical) and advancement was possible. Subsequently, four passes were made using the esperance and the embotrap iii device. A total of five passes were made and the resulting tici score was 3 with recanalization achieved. Continuous flush was maintained during the procedure. There was no negative impact on the patient. The patient condition was ¿improved compared to when he [first] arrived at the hospital.¿ on 22-aug-2025, additional information was received. Related to the clot characteristics including length and density, the information indicated that ¿there was a large amount of thrombus from the bifurcation of the ic-top to the c2 [segment]. The hardness and density are unknown.¿ the information also indicated that ¿although it was a case with widespread severe calcification, the calcification at the right groin access point had a significant clinical impact. Distally from the access point, although calcification was severe, it was not enough to impact catheter delivery.¿ there was a delay in the procedure time, but the physician commented that it is unclear whether it had a significant impact. Preliminary shipment photos of the 132cm cereglide 71 catheter (nic71132c / 31484763) documented on (B)(6)2025 were added to the complaint file on (B)(6) 2025. Based on the review of the preliminary photos included in the complaint by the affiliates, the issue reported with the cereglide catheter meets usfda reporting criteria under 21 cfr 803 as a "malfunction." The awareness date is 21-aug-2025.